Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy it was reported that the guide wire broke in the hip, they found it using an x-ray and removed it with a grasper. The case was continued with a backup. There was a fifteen minute delay in the procedure and no patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. It was reported that the facility disposed of the device and will not return for evaluation. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. (B)(4).